Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) was confirmed due to an error occurring during the flash test, indicating defective u100 and u101 ram chips on the ca board. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.